Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical and food intervention. It was reported that a consumer continued to administer insulin via a pump based on multiple high readings on their blood glucose meter throughout the day. At 8:00pm while at an appointment, the consumer didn't feel well and the emts were called. When they arrived they tested the consumer getting a result of 25 mg/dl on their unk brand of meter. The consumer was treated with "a tube of glucose gel" and had a snack. The emts performed another glucose test getting a result of 29 mg/dl, the consumer declined to be transported to the hospital. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution. The meter will be returned for eval, the test strips were used up and vial discarded by the consumer.

Manufacturer narrative:
Test strip lot # unk. Control solution lot # none. Nova max test strip insert - qc checking the system control solution test: the nova max control solution is used as a qc check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.